Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported, that the patient wasn't getting the relief from the therapy that they had hoped. The patient stated, it seemed like they were having more accidents than before, but they noted, this had been the case basically from the beginning of getting the device implanted. The patient, also reported, they noticed a "squishy" part about four inches away from the implant. They got an x-ray and they were seeing a loop. The doctor was not sure, why this was there. And the patient wondered, if this was causing the therapy issue. It was confirmed, that the patient had tried increasing the therapy as high as they could go with it being comfortable. And they tried all available programs. The patient noted, their next appointment with their healthcare provider (hcp) was in may [2021]. No device issues or further complications were reported or anticipated. Additional information was received, from the patient on 12/11/2024. Who mentioned, that her urinary device system was removed on (B)(6) 2024, because it never worked. The patient reported, the therapy never ended up working well for them. And they recently had it removed.

Event description:
Additional information was received from the patient. The cause of never achieving therapeutic benefit was not determined. On (B)(6) 2023, the manufacturer representative (rep) changed/added a setting for them to try and gave them a log to complete with the device on and then with the device off. There was no difference. Explant occurred on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.